Event description:
Literature was reviewed regarding the long-term results of clover and edge-to-edge leaflet repair for complex tricuspid regurgitation. The study population included 145 patients with a mean age of 57 years who were predominantly females.  Multiple manufacturer¿s devices were implanted in the study population; 9 patients were implanted with a medtronic contour 3d annuloplasty product. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: congestive heart failure, endocarditis, stroke, cardiomyopathy, acute myocardial infarction, partial dehiscence, moderate ¿ recurrent tricuspid regurgitation, atrial fibrillation, atrioventricular (av) block and bradycardia-tachycardia syndrome. It was reported that the patients underwent pacemaker implant, implantable cardioverter-defibrillator (ICD) with cardiac resynchronization therapy, redo operation on the tricuspid valve and tricuspid valve replacement. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: elisabetta lapenna, et al. Long-term results of clover and edge-to-edge leaflet repair for complex tricuspid regurgitation. The annals of thoracic surgery. 2024-05-13; 118(5):1072-1079. Doi doi.org/10.1016/j.athoracsur.2024.04.024 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.